Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances out of range. Technical services (ts) recommended to continue to observe as right at upper limit of normal for single coil lead. This rv lead remains in service. No adverse patient effects were reported.